Event description:
The patient experienced an increase in tone. The hcp (healthcare provider) attempted to aspirate the catheter through the catheter access port, but was unable to do so. Therefore a catheter revision was performed (B)(6) 2010. During surgery, the hcp re-attempted to aspirate the catheter without success; no flow was achieved. The hcp then cut the catheter and observed for csf (cerebrospinal fluid), but none was noted. The hcp again cut the catheter at the intrathecal segment; again no flow was visible. Therefore, the entire catheter was removed and replaced. The pump delivered lioresal 500 mcg/ml. The dose was 160 mcg/day, but was lowered to 100 mcg/day following catheter replacement. The patient was also given oral baclofen if withdrawal symptoms were observed due to the decreased pump dose. On (B)(6) 2010, it was reported the patient was "doing just fine."

Manufacturer narrative:
(B)(4).